Event description:
Pt. Was in a coma and rushed to the hospital in an ambulance. It was stated that the pump over delivered and gave boluses that were not programmed. It was also stated that the customer recently experienced low bgs. Family member did not want to troubleshoot the pump. Customer was treated in the ambulance and the bgs began to rise.